Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he programmed his own insulin pump and has been having high blood glucose episodes. The patient's blood glucose at the time of incident exceeded 500 mg/dl. During troubleshooting the customer was assisted with programming the insulin pump; however, he was still advised to speak to his health care provider to see if the current insulin pump settings needed to be changed. The customer declined troubleshooting for the high blood glucose levels. No products were shipped or returned.